Event description:
It was reported on (B)(6) 2012 that the previous month it was observed that some of the patient's settings were at unintended parameters. The output current had been programmed to 2.5ma and was interrogated at 1.0ma. In addition, the off time had been programmed to 3 minutes but was interrogated at 60min. It appears that faulted systems diagnostic test likely changed the settings to unintended parameters. Attempts to obtain a copy of the physician's flashcard have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history. The initial report inadvertently reported the date incorrectly. With the new information received, the date of event was (B)(6) 2012 and therefore, the patient's age was incorrect. The initial report inadvertently reported the date incorrectly. With the new information received, the date of event was (B)(6) 2012.

Event description:
A copy of the physician's flashcard was received by the manufacturer and reviewed. Upon review, it was identified that two faulted system diagnostic tests occurred on (B)(6) 2012, and a final interrogation was not performed prior to the patient leaving the clinic as recommended in manufacturer labeling. Upon initial interrogation on (B)(6) 2012, the settings were at unintended parameters with both the normal and magnet output current set to 1.0ma rather than the intended 2.5ma. The patient experienced an increase in seizures as reported in (B)(6) 2012. The increased seizures is captured in mfg report number: 1644487-2013-00053.

Event description:
The programming software data is unknown with the information available.

Manufacturer narrative:
Serial #, corrected data: the supplemental report #1 inadvertently did not include the handheld serial number associated with the date of the programming anomaly.